Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
During an anterior lumbar interbody fusion (alif) procedure, one of the spine nerve hooks broke. The surgeon was able to retrieve all pieces. A post-operative x-ray was negative for retained foreign bodies. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). DHR was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to (B)(4). A visual inspection of the product involved in the complaint could not be conducted since the product was not returned. A functional inspection was not required as part of this investigation. Sap was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to (B)(4). No complaints were received in this range with the same issue. Complaint not confirmed.

Event description:
During an anterior lumbar interbody fusion (alif) procedure, one of the spine nerve hooks broke. The surgeon was able to retrieve all pieces. A post-operative x-ray was negative for retained foreign bodies. The patient's condition was reported as fine.